Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.